Event description:
I have developed persistent, unexplained coughing episodes ever since I started using my philips respironics CPAP machine in (B)(6) of 2019 or shortly thereafter. I lived with it not knowing what the possible cause might be. I finally went to a primary care physician, dr. (B)(6), on (B)(6) 2021 to complain about my coughing and she thought I might have developed some sort of asthma and prescribed advair inhaler to use twice a day. I have never had any respiratory issues my entire life. I feel as though I have become dependent on this inhaler. This week I have just received a recall notice for my CPAP machine. One of the effects of the defective machine include risk of chemical exposure due to off-gassing that can affect the respiratory tract and cause coughing and sinus issues. FDA safety report ID # (B)(4).